Manufacturer narrative:
Device #1: part #12673-03, lot #81006-6h is being filed under medwatch MFR number 2953144-2010-0076. Device #2: part #12673-03, lot #81006-6h is being filed under medwatch MFR number 2953144-2010-0077. The device was received. Investigation is not complete.

Event description:
Device malfunction: device # 3 cuff miss. Time of malfunction: during vessel closure. Symptoms/ae: thrombus. Time of symptoms/ae: after the procedure. It was reported that a physician trained in the use of the proglide device attempted arteriotomy closure of the common femoral artery after an interventional procedure, using a pre-close technique. Reportedly, a cuff miss occurred. A second and third proglide device were used with the same results. A 14fr sheath was inserted to complete the impella procedure. Hemostasis was achieved using manual compression. Reportedly, following the procedure the pt developed thrombus. The proglide devices are not believed to have caused or contributed to the thrombus. The thrombus was treated with a thrombectomy catheter. There were no other adverse pt sequelae reported. Though requested, no add'l info was available.